Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6) , batch: 7073029.

Event description:
It was reported that the patient had an infection at the ipg site and puss was coming out of the ipg incision. It was unknown if it was device related as the patient did not follow protocol keeping the incision clean. The physician noted that the revision will not happen since the patient was given antibiotics and all scans indicated that the infection was clearing up.